Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The belt was returned and evaluated at the distributor, in accordance with recommendations from zoll manufacturing corpoartion. The reported problem (therapy electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the electrode belt distribution node. The trunk cable was pulled short inside the dn, pulling the heat shrink off the pulse wires in the distribution node, causing the pulse wires to short together. The root cause for the pulled trunk cable was excessive force. There was no death or adverse event associated with the belt malfunction.

Event description:
03/02/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 7/10/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned an electrode belt and reported that the electrode belt cable was damaged.